Manufacturer narrative:
Section d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of battery life (eobl) message, resulting in loss of therapy and recurrence of their preexisting parkinsons disease tremor and dyskinesia symptoms which led in admission to the hospital. It was noted that the implantable pulse generator (ipg) was programmed at a high therapy frequency (179hz) with an estimated service life of 2.5 years. The patient subsequently underwent replacement of the ipg, restoring therapy. The patient recovered well postoperatively.